Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see associated report(s) 0001825034 - 2018 - 01794. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported patient is experiencing pain and bone spurs due to the screw migration from the bone. Attempts have been made and no further information has been made available at this time.